Manufacturer narrative:
External insulation abrasion was noted at 10.5-10.7cm from the connector pin consistent with lead friction to the ICD can.

Event description:
It was reported that the right ventricular lead was fractured; the lead was capped and replaced on (B)(6) 2017. The patient was stable prior, during and after the procedure.